Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, an error code 319 occurred on universal surgical manipulator (usm)1. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The customer hard power cycled the system 3 times, but the issue remained. The tse guided the customer to disable usm1 to continue the procedure. The procedure was continued using the remaining usms. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using the same system with 3 usms. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse reviewed the system logs and confirmed the error fault. System was tested and identified a faulty usm1. The fse replaced the usm to resolve the reported issue. The system was retested, operated without issue and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed based on the field evaluation. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced universal surgical manipulator (usm) arm for failure analysis. The usm was tested and error code 319 was reproduced in normal mode. The usm was further tested and failed all testing that was performed.

Event description:
Refer to h10/h11 for follow-up information.